Event description:
Caller reported a cgm error, specifically error 42. There was no adverse impact to the customer¿s blood glucose level. Technical support provided instructions for a complete pump reset, assisting the caller through the process, which successfully resolved the issue and allowed the caller to start their sensor session without further errors.